Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead exhibited low/poor sensing. The ra lead was explanted. During the replacement, the new ra lead showed poor sensing also. The new ra lead was attempted but not used. No patient complications have been reported as a result of this event.